Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Consumer's wife alleges the chair allegedly threw her husband out of it and called 911 to help him up.

Event description:
Consumer's wife alleges the chair allegedly threw her husband out of it and called 911 to help him up.

Manufacturer narrative:
Spoke with consumer's wife. She researched the chairs. They need the leather and she stated there are no other chairs that her husband can use. They are very grateful to pride but they are going to keep the chair they have.